Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 258 mg/dl at the time of incident and was treated with manual injection. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the insulin pump would work in manual mode but in auto mode it would not work good. The customer was not having any symptoms of high blood glucose. The insulin pump was in auto mode at the time of the incident. The customer alleged that the insulin pump was under delivering due to the fact, in the past and now they were in auto mode and still had a high blood glucose. The displacement test revealed that no reservoir was detected. The high pressure test showed that the insulin pump did give the insulin flow blocked. The customer reported that they have a back-up plan available. The device will not be returned for analysis.